Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapies. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was under-sensing ventricular events. The physician performed programming changes to the device. The patient was stable throughout.